Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (4605024) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to tubing leakage at the reservoir strain relief. No other adverse patient effects were reported.

Manufacturer narrative:
A reservoir was received for evaluation. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is a site of leakage. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument damage occurred after the device packaging was opened. The information received indicated a tubing leakage at reservoir strain relief. Because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.